Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department due to dizziness. There was right ventricular (rv) lead oversensing with inhibition of pacing on stored electrograms (egm). It was also noted that the interrogation report showed invalid trend data. The rv lead was reprogrammed. The lead and device remain in use. No patient complications have been reported as a result of this event.